Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, high thresholds were observed. The lead was repositioned multiple times but high capture still persisted. The lead was not used and was replaced. The problem was solved, and the patient was fine.

Manufacturer narrative:
Analysis was normal. No anomalies were found.